Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Healthcare professional contacted requesting information for "an implant warranty". Later patient contacted reporting a "rupture". Later healthcare professional reported "pain". This record is for the left side. The device was explanted.